Event description:
It was reported by an onkos sales representative, that a patient with eleos proximal femur replacement underwent revision surgery on (B)(6) 2025 due to loosening of the segmental stem and collar. Cement did not bond to stem and no growth on collar. This report captures eleos cemented stem. This event will be reported as a serious injury due to the revision procedure.

Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of known device history records, the investigation concluded that the root cause of the loosening was not related to the design, manufacture, and/or sterilization of the revised implants.